Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) stating the lead revision was performed on 03/09/2026 and the issue is resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating the lead revised back to c3. Per the doctor, the system upgraded to inceptive. High impedance's (above 40k) noted on 5-7. New programming adjusted and now using contacts 1-3.

Event description:
It was reported that the patient had x-rays. His lead moved from c3 to c6. He reports that it is helping when he has the battery charged but he would prefer to have the lead moved back to its original location, if possible. He had a hardware removal about six months ago in the same area. Healthcare provider (hcp) said it looks like that possibly caused the lead to migrate. Before the surgery it was at c3 . The intra op image appeared to be lower. Hcp discussed a pocket revision and attempting to move the cervical lead higher. The rep later noted the hardware was metal from a previous fusion it wasn¿t related to the manufacturer and wasn¿t removed because of device or therapy. The revision isn't scheduled yet but they are working on scheduling it.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: va2mcww004); product type: 0200-lead; implant date 2023-09-06; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.